Event description:
It was reported that a patient presented to the emergency room with dizziness on (B)(6) 2013. The patient was found to be bradycardic in the 30s with loss of ventricular capture. The lead was capped and replaced.